Event description:
It was reported that the lead impedance upon connection of the new lead was normal, with dcdc - 1. It was reported that the patient is a male, with drug-resistant partial epilepsy. It was reported that the lead discontinuity was found at the beginning of (B)(6) 2014; the patient did not perceive the stimulation and then system diagnostics were run, finding high impedance with dcdc 7. Review of the available programming and diagnostic history showed normal diagnostic results through 12/20/2012.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date.

Event description:
It was reported that the vns patient underwent a lead replacement due to lead discontinuity and a generator replacement due to an unknown reason. The date of the intervention remains unknown. No patient adverse events were reported to date. The explanted devices have not been returned to the manufacturer to date. Attempts to obtain further information have been unsuccessful to date.